Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: during a tavr case on (B)(6) 2022. Vessel size was 9mm, no calcium at access site, ultra-sound was used for access, picture was taken and it was a good access site. Measurement was 5+1 cm. Case was completed with an 26mm valve. Before removing the 14fr sheath physician commented there was a hematoma but did not feel it would effect the closure. Sheath was removed, manta sheath and dilator were inserted and hubbed at the skin, dilator was removed and the manta closure device was brought and inserted with two clicks. Physician brought manta device back to the measurement of 6 cm activated the foot plate, pulled back to green/yellow, slid the blue advance tube down and held for 45 seconds. When released there was hemostasis. Checked for a pulse which noted a pulse. Completed a post shot that revealed an occlusion with slow flow down the leg. It was decided to do a cut-down to repair the vessel. Once completed patient had good flow and was in good shape. No further issues.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no other non-conformities related to this lot, related to this event, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure in the right common femoral artery. A central positioned access was gained using ultrasound and micropuncture technique. Vasculature was noted as 9mm, no calcification or tortuosity, and a depth deployment measurement of 5cm + 1cm. Following valve placement, prior to removing the procedural sheath, the physician noted a hematoma, but felt it would not interfere with closure. The IFU states in the special patient populations section that the safety and the effectiveness of the manta device has not been established in patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation. Following deployment, a post angio revealed an occlusion with slow flow down the leg. The physician chose to do a cut-down to repair the vessel. The device and angiograms were not returned for investigative purposes. No further information was acquired from the surgical cut down and was not comprehensive in describing the manta deployment nor the location of the manta implant after deployment (in the vessel, in the tissue tract, or in the correct position). Therefore, the root cause of the occlusion cannot be determined; and remains inconclusive. The following adverse events related to the deployment of vascular closure devices have been identified in the IFU: ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.